Event description:
This customer reported that they were getting fluctuating energy levels during an event. Whether there was impact to the involved patient has not yet been determined.

Manufacturer narrative:
This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.